Event description:
It was reported that during use of this shaver, the console displayed a "torque limited" error message. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. Further investigation found the shaver handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.